Manufacturer narrative:
The device or suture were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device or suture returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide device using the pre-close technique via an 8f sheath prior to a watchmen interventional procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the watchmen procedure was completed. Reportedly, hemostasis was not achieved with the pre-placed proglide sutures. Both sutures were not able to tract the skin, which did not allow the knots to slide down. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.